Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black spec observed on needle hub rejected for use for compounding.

Manufacturer narrative:
H.6. Investigation: two photo samples were received by our quality team for evaluation. From the photos, black foreign matter was observed in the needle hub, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. No physical sample was received, therefore the team was unable to determine the foreign matter type and the root cause could not be determined. However, this foreign matter could likely be loose foreign matter or embedded foreign matter. If this foreign mater is loose foreign matter, it likely could have transferred during product handling. If this foreign matter is embedded, it likely could have been generated during the molding process due to inadequate cleaning of the injection screw. Awareness training of loose foreign matter has been proposed, as well as enhanced cleaning of the injection screw and a preventative maintenance task of the needle molding press.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black spec observed on needle hub rejected for use for compounding.